Event description:
A facility reported a lumbar catheter (ID 821707) was used on a lumbar insertion and the tip of the catheter shredded apart once it was inserted into the patient. All visible parts were recovered. No patient injury reported. Surgical delay was reported; however, it is unknown for how long.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The codman lumber catheter was not returned for evaluation. Device history record (DHR) review - the batch record was reviewed for any anomalies or ncs related to the finished lot (j57g69), and it is noted that no anomalies occurred during the manufacturing process. Failure analysis - product was not returned to the analysis site for failure analysis due to shipping/logistics difficulties, however photos were provided of the product for analysis, and the following was performed on the provided photos: in the photos provided, there is visible damage to one end of the catheter, confirming the customer¿s complaint of the product ¿shredding¿ apart. The complaint was confirmed in the complaint investigation. The possible root causes include inadequate tip to catheter bond strength or incorrect surgical technique.